Event description:
Account alleged that the bed alarm is not working.

Manufacturer narrative:
Tech recommended that bed exit sensors be replaced. Account stated that the pt in the bed cannot be moved, repair will have to wait. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.